Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Event date is estimated. Implant date is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information.